Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine (30670 mcg/ml at 6790 mg/day) and dilaudid (2000 mcg/ml at 442.8 mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient had a magnetic resonance imaging (MRI) yesterday but did not have their pump checked after. The nurse was at the patient's house and saw that the pump was stalled at the time of the MRI and was still currently stalled. The patient had no symptoms but heard the pump alarming. Technical services reviewed checking 15 minutes later, and it was seen that the pump did recover 15 minutes later from the initial interrogation today. The nurse saw the pump recovered and technical services reviewed the pump being in telemetry mode. The issue was resolved through troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.